Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device fractured across the large proximal hole at the thinnest cross section. The device has numerous scratches and wear marks from implantation, particularly on the distal end. The clinical medical investigation concluded that the three undated, unlabeled photos of the device confirmed the breakage. In addition to, the undated, unlabeled x-rays support the complaint but do not contribute to the root cause. Without the requested primary/revision operative report, trauma status, and pre-implantation/pre-revision x-rays, the root cause of the reported pain/failure cannot be determined. However, we cannot rule out a procedural variance vs user error, persistent fracture, early weight bearing as factors which could lead to the reported event. The revision was reported to be completed successfully using a longer nail. It was reported that the patient¿s condition is perfect, and he is participating in physical therapy. Should any additional relevant clinical information become available, the case will be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include, but not limited to, a traumatic injury, surgical technique, size of device or non-union. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that the patient had the first surgery on (B)(6) 2020 and presented pain. An x-ray showed a nail fractured. Revision surgery performed. The nail was removed and replaced with a longer nail.